Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) urge incontinence. It was reported the patient stated she was feeling pressure and felt like they were getting a bladder infection and they were having cramps in their hands. It was noted the patient took tylenol. It was noted the patient began the trial on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on january 18th reported the patient had a negative work for urinary tract infection (uti) on (B)(6) 2017, negative culture. The patient¿s last treatment for uti was in (B)(6) 2017 by an outside provider with non-positive work up, normal urinalysis. The hcp stated the cause of the reported utis was believed to be interstitial cystitis/painful bladder or overactive bladder syndrome. It was planned to have a cystoscopy and work up to rule out other causes, and there was no demonstrated/proven uti. The hcp stated the uti was not related to the patient¿s underlying urinary dysfunction. It was noted the uti was not related to the interstim device and or therapy. The patient had the test on (B)(6) 2017 and no there was no change in uti symptom and on the device removal on (B)(6) 2018. The hcp noted the trial great improved urinary urgency/frequency which were ¿uti symptoms¿. It was noted the patient had an appointment on (B)(6) 2018. There were no further complications that have been reported as a result of this event.